Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Product has not been returned.

Event description:
Consumer is alleging that she was using the heating pad on her neck while on her sofa and received burns on her shoulder.